Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that numbers were moving with no input and also confirmed that act button may be stuck. It was reported that the insulin pump screen has a crack. Customer reported that prior to the event customer washed hands and they were still wet and insulin pump may have been exposed to moisture. Customer was advised to stop using the pump and revert to back up plan as per health care professional. The insulin pump will not be returned for analysis.